Event description:
The customer reported an unspecified communication error during reprocessing involving an Olympus gastrointestinal videoscope. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported event could not be confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.